Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 130 mg/dl. The customer stated that the device was not dropped nor bumped. The customer stated that he went swimming with the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 130 mg/dl. The customer stated that the device was exposed to lake water. Customer reported that he went into a lake. The customer stated tha the pump display when blank immediately after exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.